Event description:
The accounts maintenance stated that the foot hi/low will not go down to place the stretcher into reverse trendelenburg.

Manufacturer narrative:
The accounts maintenance found that the linkage being bent. He replaced the trend offset plunger to repair the stretcher.